Event description:
Patient who has a history of acute lymphoblastic leukemia dating back several years. He has a very involved history of immunosuppression and infections. He was admitted in several months ago and remains in the hospital currently. He has developed chronic lung and renal changes and is on dialysis. He receives tpn, dopamine and alibumin through an implanted pheresis catheter which is also used for dialysis. He is currently being treated for graft verses host disease. The blue port of the pheresis catheter was noted to have a crack following dialysis. It had been initially placed a couple weeks prior to the finding of the crack. Our facility had no repair kit in stock and we were not able to obtain one from any other facility or a manufacturer's rep. At the time that the crack occurred, tpn, dopamine and albumin were running. The catheter was flushed and converted to a heparin lock. It was replaced the following day.